Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a remote merlin.net transmission that the right ventricular lead exhibited far-field p-wave oversensing resulting in inappropriate high-voltage therapy. The asymptomatic patient then presented to clinic and a chest x-ray was performed, which showed the lead had dislodged. The lead was removed and replaced along with the right atrial lead, and the patient was stable post-procedure.